Manufacturer narrative:
Patient¿s weight is unknown. Date device malfunctioned is unknown. Reporter phone number is not provided for reporting. (B)(4): it was reported that the distractor stopped working during distraction leading to a revision procedure. The device would not turn. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent for a surgery on (B)(6) 2018 with curvillinaer distractor 1,3 bilateral. During distraction period the distractor stopped working. Parents heard a click and after that time they could not make any turns. It is a normal procedure that the distractor is tested before inserting and this has also been done before inserting. Revision surgery was performed on (B)(6) 2018. When clinician accessed the distractor they could see that there has been an activation about 7-8 mm. After removing the distractor, the surgeon tested it and it was not working correctly. They made a new osteotomy because there was bone growth and implanted a new distractor. Revision surgery was completed successfully. Concomitant devices reported: unknown screws (part # unknown, lot # unknown, quantity unknown); distractor instrument (part # unknown, lot # unknown, quantity 1); removable extension arm-flex 60mm for cmf distractor (part # 04.315.132, lot # 7627057, quantity 1); removable extension arm-flex 60mm for cmf distractor (part # 04.315.132, lot # 7724584, quantity 1). This report is for one (1) 1.3mm curvilinear distractor r50/left. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Patient ethnicity is unknown. Part: 04.500.251; synthes lot: 8602465; release to warehouse date: september 05, 2013; manufacturing site: (B)(4); no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation selection. Investigation site: (B)(4); selected flow: 2. Functional - will not distract. Visual inspection: the thread of the conical pinion of the pediatric worn for u-joint is damaged and strongly worn out. The "toothing" of gear rack, plate left, is partly worn out and damaged as well. Further, some of the plate holes are deformed. Functional test: the functional test was performed with the returned product. When activating and turning on the pediatric worn assy, the plate left will not distract. The thread of conical pinion is no longer in engagement with the gear rack. It was found that heavy wear on the pinion and the gear rack is the reason for the spinning of the pediatric worn assy. Dimensional inspection: the measured relevant and significant characteristics are within specification. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use -elated damage at the device, therefore no drawing/specification review is needed. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. After visual inspection, functional test, measuring the relevant and significant characteristics of the components and reviewing material certs, no manufacturing related issue has been identified. It must be assumed that the malfunction was caused by mechanical overloading during use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.